Event description:
N/a.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) unit helium ran out. There was no harm reported.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) unit helium ran out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) unit had helium leak that exceeded specifications. Repaired helium leak by tightening fitting at helium gauge. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.